Event description:
It was reported that during a gastrectomy, the device deliverd malformed staples on one side of the staple line. The procedure was completed by additional suture. There was no pt consequence.

Manufacturer narrative:
D4; h6: info anticipated, but unavailable at this time.